Manufacturer narrative:
D10: 02-020-12-0350 - truliant ps por fem ps por right sz 5: (B)(6). 02-022-35-5011 - truliant tib imp ps insert sz 5 11mm: (B)(6). 02-022-55-5050 - truliant por tib tray size 5f/5t: (B)(6). 200-07-35. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced inflammation with associated pain. The patient was prescribed a home exercise program & medrol. No other medical intervention and no further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. MDR section codes updated/corrected: b, c. The reason for the inflammation and pain reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.